Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. The outer insulation had cosmetic depression.

Event description:
It was reported the lead was removed due to pocket erosion and infection. It was also reported that cracking of the polyurethane overlay was noted at time of the lead extraction. A new lead was implanted. No further patient complications were reported as a result of this event.